Event description:
A customer reported a malfunction on their insulin pump, identified by a malfunction code, which required attention. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).